Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an unspecified procedure using a 6f sheath. Reportedly, the physician advanced the needles before they had pulled back on the prostyle to get apposition on the artery. Subsequently the prostyle would not track to close the access. Manual pressure was applied, but the patient still had to have a cut down and a cfa defect was discovered. Suture suturing was performed to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Reportedly, the prostyle device was not gently retracted until resistance was felt with the foot and vessel wall (step 1), the sutures were then deployed and the needles/suture did not capture the vessel (step2). It should be noted that the electronic prostyle instructions for use (eifu), states: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The IFU deviation appears to have contributed to the reported difficulties; however, the physician was being trained to use the device. Based on the information provided, the reported difficulty appears to be related to the user error. The IFU (instructions for use) deviation appears to have contributed to the reported difficulties. The patient effect is a known potential adverse events of use of the device. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.